Manufacturer narrative:
Event has already been reported by zimmer (B)(4) under number 1822565-2011-01433. It was realized that it concerns a zimmer (B)(4) product, therefore this initial report is created. Part/lot numbers were not provided. As such, manufacturing documentation cannot be reviewed and product compatibility cannot be confirmed. Neither x-rays nor operative notes were provided. As such, the surgical technique cannot be reviewed and the implant construct cannot be analyzed radiographically. Patient factors that may affect the performance of the components such as age, bone quality, height/weight, activity level, and type of activity (low impact vs. High impact) are unknown. Based on the available information, an exact cause for the reported condition cannot be determined. Should additional substantive information regarding the case be received subsequent to complaint closure, the complaint will be re-opened and re-processed at that time. Should additional information become available and/or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case closed. Zimmer reference number of this file is (B)(4).

Event description:
It was reported that anterior distal cut out occurred.